Event description:
It is reported that the customer had high blood glucose levels of 264 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer was sent a replacement battery cap for the insulin pump. The customer reported that the new battery cap did not fix the blank display on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for 48 hours with multiple basal rates. No blank display noted. All the operating currents were normal. No damage inside the insulin pump noted. The device was received with minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.